Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The international customer reported the device alarmed vent inop due to a data acquisition pcb adc reference failure and the display was black. There was no patient harm. Patient information has been requested.

Manufacturer narrative:
The manufacturer's service technician confirmed the reported issue. The manufacturer's service technician replaced the gas delivery system to address this issue. The device successfully passed performance specification testing. Due diligence has been performed to obtain patient information. To date, no information has been received.